Event description:
Consumer complaint of erratic blood results. Customer stating the meter is giving him high and low blood results: 26, 25, 214, 32, 122. Verified the strips are within the expiration date (10/31/2014). Customer ran back to back blood test results 186mg/dl and 26mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: strip issue, user reused test strip, test strip had poor fill.